Event description:
This complaint is not reportable based on the analysis completed on 07 aug 2009. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. The lesion to be treated was a very calcified left anterior descending (lad) artery. An attempt was made to cross the lesion with a taxus element drug eluting stent 3.00x32.0mm, but unable to cross. The procedure was successfully completed with a non-bsc stent. No pt complications were reported. Pt status reported as "stable". However, the returned product revealed that there was tip damage and the stent had slightly moved distally of the marker band.

Manufacturer narrative:
The returned sds with stent was visually, tactilely and microscopically examined along the entire length and no defects or anomalies were found on the shaft. It was determined that the stent was slightly distal to its as-manufactured position between the markerbands. Microscopic inspection of the distal end of the sds revealed damage to the distal tip. Blood and contrast were visible in the distal outer lumen of the device, which is consistent with the reported info that the device was used. A review of the manufacturing documentation found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is considered operational context. It is considered likely that the device met specifications, but performance was limited by interaction with other devices, interaction with pt anatomy or other procedural factors. (B)(4).